Event description:
The valve was explanted due to paravalvular leak. The valve was replaced with spa-101-21. Tee showed the "excellent" leaflets, no aortic insufficiency and improvement in the left ventricle. After the sternum was closed, the patient's pressure dropped and the patient was put back on bypass. An intra-aortic balloon pump was inserted and bypass was discontinued without difficulty.